Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an (B)(6) trial patient regarding an external neurostimulator (ens). Patient is going less and their urgency isn't as strong, but they are retaining more. The next day, patient had a rough night and the device was a pain. On (B)(6), they felt they are retaining too much urine even after a program change. Three days later, the patient said their nighttime leaks have become worse. The volume at night for the condom catheter is not getting better. The event was stamped as "sales attention needed" and not resolved at the time of the report. No device issue and no further patient complications have been reported as a result of this event.